Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch (B)(6) with article 4540016-07, there is no abnormality and no such defect detected at in process and final control inspection. No sample was received for further investigation. However, a picture was provided in the cc notification. The picture shows the filter of an easypump ii sample. White crystallization residue could be observed at the filter. Investigation results: the investigation was conducted based on customer's description and picture provided. Based on the picture, white drug residue is visible on the welded area of the filter and on the patient's skin surrounding the filter area, indicating that filter leakage might had occurred at the area. Based on the customer's description, the leakage occurred in the label area where the flow rate sticker is located. Historical data shows that filter leakage events typically originate either from the air vent or from the welded area. Given the location described by the customer and the picture provided which white drug residue observed on the side of the filter, the leakage most likely originated from the welded area. Further inquiry was carried out to clarify the leakage point, customer had confirmed the leakage originated from the filter. With no complaint sample provided, we are not able to identify the exact root cause. However, corrective action had been raised to address leakage at filter issue. Conclusion: no sample was returned however based on the photo provided and customer's clarification, there is a possible filter leakage, hence we consider this complaint as confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. UDI number (B)(4). Premarket submission # k081905.

Event description:
According to the event description: "the 5-fu pump leaked onto the patient's skin during the 48-hour infusion (at the patient's home). The leakage occurred at the label area (where the ml/h is indicated, abdominal level) and not at the pac."